Event description:
It was reported that patient was revised on a hip. 36 g ceramic liner and a -5 36mm ceramic head. Additional event description: the patient fell and broke femur. While the doctor was fixing the fracture he asked to swap out the ceramic liner and ceramic head. There are no xrays, op notes, med records available to me.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding revision surgery involving an unknown ceramic liner was reported. The event was not confirmed. Conclusions: the reported event involves the patient falling and fracturing her femur. During surgery to fix the fracture, the surgeon revised the ceramic liner and ceramic head. The exact cause of the event could not be determined because not enough information was provided. In order to complete a full investigation, items such as operative notes, x-rays, and patient history are needed to determine the root cause.

Event description:
It was reported that patient was revised on a hip. 36 g ceramic liner and a -5 36mm ceramic head. Additional event description: the patient fell and broke femur. While the doctor was fixing the fracture he asked to swap out the ceramic liner and ceramic head. There are no xrays, op notes, med records available to me.

Manufacturer narrative:
The reason for the patient's revision and the catalog number and lot code of the devices were not provided. The devices reported were an unknown 36g ceramic liner and an unknown -5 36mm ceramic head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.